Event description:
It was reported that pump declared altitude alarm 21 and insulin delivery was suspended, although pump remained within the validated operating altitude range and speaker holes were not obstructed. There was no adverse impact to the customer¿s blood glucose level. Customer was instructed to gently clean speaker holes with a soft brush, wipe area with a lint-free cloth, remove and reconnect cartridge, and then resume insulin; customer successfully resumed insulin, alarm did not recur, and pump operation returned to normal.